Event description:
Three years ago, the patient underwent the surgery with the long g3 nail. The patient also has a bone tumor. The surgeon used long g3 nail for the purpose of the reinforcement of the bone. In 2009, the surgeon found through the x-ray that the nail broken in the part of lag screw hole. Thus the surgeon removed the long g3 nail and the patient underwent the revision surgery about 4 days later. The revision surgery was completed without problem.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.